Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, photos were provided for review. The photos show the single lumen port in which the threaded port stem was noted. The manufacturing site evaluation states that based on visual evidence confirming the problem of defective stem. As per drawing, the received photograph of the port stem appears to be an incorrect stem. Therefore, the investigation is confirmed for reported threaded/incorrect port stem had been included in the kit (component misassembled) and missing of correct port stem (component missing) issues. The root cause was related to manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right subclavian vein via the right internal jugular vein, the metal connecting shank of the port body of the infusion port was allegedly found to be threaded. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right subclavian vein via the right internal jugular vein, the metal connecting shank of the port body of the infusion port was allegedly found to be threaded. There was no reported patient injury.